Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture of the tightrope tore off during tibial retraction of the device. The suturetape was then inserted with a scorpion device and reattached using a screw and a button. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully by changing the fixation. It was not necessary to do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper insertion angle.